Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red sore on his back under of the electrodes. There were no allegations of any bleeding, oozing or weeping wounds. Patient reported having psoriasis. There was no alleged device malfunction contributing to the irritation. Patient reported his neighbor who is a doctor provided clotrimazole betamethasone vipropinate cream. Follow up indicated that the cream is helping with the skin irritation.